Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, the system was explanted due to a lack of efficacy.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and noted to contain numerous instrumentation marks and scratches on the header and antenna. The ipg was functionally tested and passed the autotest and communication testing. Conclusion: the cause of the reported complaint could not be confirmed. The ipg as received passed functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.